Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the device was in back up vvi mode. A device recovery with updated software was performed but failed. A message indicating the device could not be interrogated was received. A device install with a different application was used and the device was interrogated and updated successfully. No patient consequences were noted.